Event description:
Customer called to report that the insulin pump alarmed button error and battery out limit. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 75 mg/dl. Customer stated buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product has been replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.